Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and a "calcified internal capsule". Device has been explanted.

Event description:
Healthcare professional reported a left side deflation and a "calcified internal capsule". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening linear on the radius, white calcification on the shell and fill channel, crease fold, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the radius. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: observed calcification on the shell, however, is not consider as a workmanship due to the device was not received in their original sealed packaging. A sharp opening on the radius assessed as an unidentified (tear) opening.